Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure during investigation was confirmed. According to the investigation, the device exhibited noisy image. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during an unknown therapeutic, the endoeye flex deflectable videoscope exhibited noisy image. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field (investigation summary). The device investigation summary was update and incorrect verbiage (product technical investigation (pti)) was removed from the investigation summary. The device was returned to olympus for inspection, and the reported failure during investigation was confirmed. According to the investigation, the device exhibited noisy image due to damage to the imaging unit, preventing image display. The root cause could not be identified. According to the investigation, physical stress applied to the imaging unit caused this event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.